Manufacturer narrative:
H10: it was reported internally that the sample received was tested on 2 separate pumps and alarmed air in line. The sample tested was received under a different complaint. The samples were originally submitted for an issue of leakage, however, there was no issue of leakage identified during testing of the set. An error of "air-in-line" was indicated during the testing of the infusion set, however, there did not appear to be any damages or abnormalities in the construction. The sample was then forwarded to manufacturing to attempt to replicate the issue and possibly identify the root cause. During testing of the sample at the nogales location, the failure was not replicated. The complaint of "air-in-line," was not confirmed during testing at the manufacturing location. A root cause investigation was not conducted in manufacturing due to manufacturing not being able to replicate the air-in-line failure. A device history record review for model 2426-0007 lot number 25023122 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Event description:
It is reported, the air in line issue.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.